Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, stating the system did not deliver enough insulin for meals and that they responded by double or triple announcing meals; the user reported highs up to 371 mg/dl with periods above 180 mg/dl lasting up to eight hours and received alerts for glucose above 300 mg/dl for over 90 minutes. Symptoms included fatigue, thirst, and intermittent hand numbness. Outcomes included no hospitalization, no medical intervention, and use of prescribed long-acting insulin as part of their therapy. Investigation included complaint handling, user education on appropriate meal announcements, and review of device-reported alerts. Investigation of this case revealed user behavior inconsistent with intended use that can disrupt automated insulin delivery and correction timing. It was concluded that the cause of the hyperglycemia was unclear, with contributory user behavior identified and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.